Event description:
The facility representative reported a pump that intermittently shuts off by itself without warning. This event occurred before use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
The device has been received in baxter, but an evaluation has not yet been completed. A follow-up report will be submitted when the evaluation has been completed.